Event description:
It was reported that the user experienced multiple insulin occlusion alerts on an infusion set with a teflon cannula, persisting despite three full supply changes, consistent with an obstruction of flow associated with the connector/coupler component. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed findings consistent with a deformation problem contributing to obstruction of flow in the connector/coupler. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.